Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident

Event description:
The customer reported a false negative reaction of a patient sample when testing with seraclone anti-d blend. The affected patient sample had been tested in several laboratories and yielded correctly positive results: on (B)(6) 2014 the patient was typed as an a rh(d) negative and received rhogam. The blood type was questioned by another facility because the patient had a history of being rh positive. The patient was redrawn and now tested rh positive at immediate spin method (is) with seroclone anti-d blend lot# 8310140-05 exp. 03/03/2015. Second testing was on (B)(6) 2014. Patient typed as rh (d) neg. Patient stated that she was rh pos and had dog tags from the military. Then the same specimen was removed from the refrigerator 7 hours later and retested by two techs. First retest was a 1+ anti-d, second technician washed and aliquot of red blood cells from the same specimen, then tested the cells with lot# 8330060-02 exp 07/16/2015 getting a 2+ reaction. The same specimen was tested with another lot of seraclone anti-d blend lot# 8330060-03 exp 07/16/2015 getting a 3+ result. The reportable incident occured on (B)(6) 2014. The patient had a history from another facility as rh (d) positive. (B)(6) hospital typed the patient as rh(d) negative, testing performed by two different people. Another facility questioned the results. (B)(6) hospital performed weak d testing and got a 3+ reaction lot# used seraclone anti-d blend 8330060-03 exp. 07/16/15. The customer did return the patient sample that had caused a false negative test result and the seraclone anti-d lot that had yielded correctly positive reactions. The customer did not return the supposedly defective product that had caused a false negative reaction. The patient sample was tested with the customer sample and the quality control laboratorys retained samples of the reported lots at immediate spin. Our qc laboratory got clearly positive reactions. Additionally the patient material was sent to an external laboratory for molecular typing of the rh(d) phenotype. The results is weak d type 4.0 / 4.1. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported a false negative reaction of one patient sample when testing with seraclone anti-d blend. The customer did not provide the lot number of the affected reagent. We are still waiting for this information.